Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure on (B)(6) 2018 and at two-week follow-up, the atrial lead exhibited high thresholds. The lead was explanted and replaced uneventfully on (B)(6) 2018. The patient was in stable condition before during and after the procedure.